Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-4316, lot #: 18237707, description: next generation anchor kit-sterile. Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had developed an infection at the midline incision site, close to the surface of the incision. It almost appeared that the leads were trying to push through the skin. The physician believed that the infection was not device or procedure related. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional information was received that there were no culture results available however the physician confirmed that it was (B)(6).

Event description:
A report was received that the patient had developed an infection at the midline incision site, close to the surface of the incision. It almost appeared that the leads were trying to push through the skin. The physician believed that the infection was not device or procedure related. The patient was prescribed antibiotics and underwent an explant procedure.